Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Event description:
It was reported that the back haptic was trapped between plunger and cartridge during implant of the intraocular lens, (iol). The surgeon enlarged the side port, cut haptic to free the iol and then removed cartridge. The iol was cut, removed and replaced. Further, the surgeon commented that both side port and main incision were enlarged; surgeon does not feel patient outcome will be compromised. The lens, injected once inside the eye and unfolded, trailing haptic stuck in the plunger. The side port was enlarged to cut the haptic, then enlarged the wound to cut the lens to remove. A new lens inserted with no problems. The patient outcome is ok.

Manufacturer narrative:
The pre-loaded cartridge was returned to the manufacturer; the intraocular lens (iol) was not returned. Dried viscoelastic residue was observed in/on the cartridge tube and tip. Visual examination showed that no lens or iol haptics were observed trapped between plunger and cartridge in the complaint unit received. No assembly error, broken components, or defective cartridge in the preloaded assembled delivery system was identified. As the affected lens was not received for evaluation, the customer complaint could not be confirmed. Manufacturing records were reviewed: all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or nonconformance due to haptic detached was reported. The record of the unfolder cartridge ((B)(4)) included on the pre-loaded sub-assembly were reviewed. All units manufactured were 100% visually inspected; no deviations related to cartridges was reported. All pertinent information available to the manufacturer has been submitted.